Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, initial drain alarm setting inappropriately programmed. A label review was performed and found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)). Additional information: on (B)(6) 2011, baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) and provided information related to overfill. The pd rn stated she was not aware of patient having any symptoms around the time of the incident. The pdrn also stated that the patient has a history of bypassing drains and they have reviewed proper procedures and educated him regarding this issue. As per the pdrn the patient has been fine and continuing therapy on the cycler .

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2011 during cycle 1. The ultrafiltration volume was 2341 ml. This event meets overfill criteria. This is report 3 of 3. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report